Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through implant patient registry and medical records, it was learned that a patient with a 27mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 6 years, 2 months due to structural valve degeneration, severe stenosis, and moderate regurgitation. The tmvr was performed with a 29mm 9755rsl transcatheter valve. On pod#0, the patient expired. Per medical records, intraoperative tee showed bioprosthetic av leaflets moderately calcified ((B)(4)).

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 27mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 6 years, 2 months due to stenosis. The tmvr was performed with a 29mm 9755rsl transcatheter valve. On pod#0, the patient expired.